Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised to a total knee system on (B)(6) 2015 allegedly due to pain, implant popping and migration. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.